Manufacturer narrative:
Device passed self test, rewind, seating, basic occlusion test and force sensor test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. No pump error 63 noted during self test or in pump history files. Unable to perform displacement test, occlusion test or verify delivery anomaly due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unable to determine no delivery alarm due to broken reservoir.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020 . Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as insulin pump had insulin flow block alarm and had beep anomaly. The customer¿s blood glucose level was 530 mg/dl at time of incident and they had to give them self a bolus of 9 units and bolused 10 units after that blood glucose level was 540 mg/dl and hour ago took 10.5 units with the insulin pump. The customer assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer states auto mode feature was not active customer reports they have not contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer declined to test insulin pump. Customer was reporting a past event for insulin flow block. Customer reports alarm did not occur during fill tubing. Customer reports event was resolved by changing complete set. Customer states they had trouble to hearing and states insulin pump was not beeping. Customer states the audio options menu in the insulin pump was set to audio and vibrate. Customer reports they did hear beeps when audio volume settings were saved. Customer reports they did hear the differences between the two audio beep volumes one to five. The devices will not be returned for analysis.